Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified low reading from the adc device compared to a competitor brand meter. The customer indicated they did not experience adverse symptoms, however, was taken to the hospital where they were diagnosed with hypoglycemia and received unspecified IV. The customer was also provided unspecified antibiotics for uti. A post-treatment reading of 600 mg/dl obtained via healthcare meter was also reported. There was no report of death or permanent injury associated with this event.